Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had pocket stimulation. It was also reported that right ventricular (rv) lead had high and increasing impedance and an insulation issue. The rv lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.